Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high glucose (glum) serum result generated by unicel dxc 800 synchron chemistry analyzer. The sample was re-run and lower result was obtained. Amended report was issued. The erroneously high result was reported out of the laboratory.

Manufacturer narrative:
The sample is serum. Qc pre and post event were within customer's established limit. Service was not dispatched; however, bci representatives continue to monitor the account. A clear root cause could not be determined for this event.